Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) for deteriorating surgical aortic bioprosthetic valves. All data were collected from a single german center from january 2007 to march 2011. The study population included 20 patients (predominantly female, mean age 75 years) plus an additional 35 patients described via meta-analysis of 47 other articles. Multiple manufacturer¿s devices were implanted in the study and meta-analysis populations. Among all patients 19 were implanted with a medtronic device including previously implanted mosaic (n=4), hancock (n=6) and freestyle (n=6) surgical heart valves and corevalve transcatheter heart valves (n=3). No unique device identifier numbers were provided. Among all patients three deaths occurred. Of note, a (B)(6) male (case# 315) was implanted with a 26-mm corevalve which exhibited moderate-severe paravalvular aortic regurgitation (ar) after being deployed, and was subsequently implanted with a 23-mm non-medtronic bioprosthesis within the corevalve which reduced the paravalvular ar by one grade. Two days post-implant a myocardial infarction was diagnosed, and at three days post-implant the patient died of cardiogenic shock. In another patient (case# 309), an immediate left main coronary occlusion occurred after deployment of a 23-mm non-medtronic bioprosthesis within a 21-mm medtronic mosaic valve. Despite successful left main coronary stenting, the patient died two days later from multiorgan failure. No further details were provided on these deaths. Based on the available information the deaths were not attributed to medtronic product. Among all medtronic surgical valve patients adverse events included: high mean transaortic valve gradient of >20 mmhg, aortic regurgitation (ar), aortic stenosis (as), and coronary obstruction. Based on the available information medtronic product was associated with the adverse event(s). Among all medtronic transcatheter valve patients adverse events included: high mean transaortic valve gradient of >20 mmhg, valve dislodgement during placement, moderate to severe paravalvular leak (pvl). Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: piazza et al. Transcatheter aortic valve implantation for failing surgical aortic bioprosthetic valve: from concept to clinical application and evaluation (part 2). Jacc cardiovasc interv. 2011 jul;4(7):721-32. Doi: 10.1016/j.jcin.2011.03.016. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.